Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via the right radial artery. The 3.5mmx26mm, concentric, in-stent restenosis, de novo target lesion was located in the non-tortuous and severely calcified middle left anterior descending artery. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. Upon advancing, significant resistance was encountered. During the first inflation at 18 atmospheres, the balloon had ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
Device evaluated by MFR.: the nc emerge mr, ous 3.50mm x 15mm was returned for analysis. Visual and tactile inspection of hypotube shaft identified no issues. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 3mm proximal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a leak. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon ruptured occurred. Vascular access was obtained via the right radial artery. The 3.5mmx26mm, concentric, in-stent restenosis, de novo target lesion was located in the non-tortuous and severely calcified middle left anterior descending artery. A 3.50 mm x 15 mm nc emerge balloon catheter was advanced for dilatation. Upon advancing, significant resistance was encountered. During the first inflation at 18 atmospheres, the balloon had ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient was stable post-procedure.